Event description:
A malfunction occurred on the pump, as reported by the caller, with no significant events leading up to it. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections (mdi) to ensure insulin delivery continues and has shown interest in obtaining an out-of-warranty loaner pump. Customer technical support (cts) will replace the malfunctioning pump.